Manufacturer narrative:
The device was not returned for evaluation, and the customer did not respond to attempts to obtain further information regarding the event. As the device was not available for evaluation and no further information was provided, a root cause could not be determined. Device not returned.

Event description:
It was reported that during a left total knee surgical procedure at the user facility the tourniquet system did not fully preclude blood flow to the surgical site. The procedure was completed successfully. No medical intervention and no adverse consequences were reported. A procedural delay was reported; however, the length of the delay was unknown. It was not reported that the length of the procedural delay was clinically significant.

Event description:
It was reported that during a left total knee surgical procedure at the user facility the tourniquet system did not fully preclude blood flow to the surgical site. The procedure was completed successfully. No medical intervention and no adverse consequences were reported. A procedural delay was reported; however, the length of the delay was unknown. It was not reported that the length of the procedural delay was clinically significant.